Event description:
A pt reported past use of collagen several years ago; exact date not recalled. About september or october 1998, the pt was skin-tested on the right forearm with negative results. On or about 15 november 1998, the pt was treated for correction of 4 tiny, pin-prick acne scars (3 on the cheek and 1 on the chin). Within a minute or two, severe bruising was noted at the treatment sites. The bruising cleared within a week; however, as of 4 january 1999, the pt stated there were large red marks at the sites, and two of the four sites looked like "eruptions or pimples". The pt returned three times to the treating physician (contact refused), who diagnosed "a slight hypersensitivity." The physician advised the pt that there was no intervention that would be effective for the symptoms. The pt consulted another dermatologist (name refused) who prescribed topical aclovate and solaquin creams. On january 1999, the pt consulted a third physician (name refused). The physician discontinued the aclovate and the solaquin, and prescribed topical westcort cream and oral claritin for relief of symptoms. Another skin test also was administered to determine if the pt was actually hypersensitive to bovine collagen.